Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, when the patient was removing the patch, the sensor detached from the housing and was stuck in his arm. The patient stated they were experiencing discomfort when lifting. The patient went to the hospital the same day and had minor surgery with local anesthesia to remove the sensor wire (no imaging was done to confirm if the sensor wire was inside the patient´s arm). The patient was discharged from the hospital the same day and recovered. At the time of the report the patient was doing okay. No product was provided for evaluation. The allegation was confirmed based on the removal of the sensor wire through surgical intervention. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).